Event description:
Healthcare professional reported a lap-band system erosion. The lap-band system was removed and not replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. The connector type cannot be identified nor an assumption be ade as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the implant date.